Manufacturer narrative:
(B)(4). Visual examination of the provided picture identified that the device's handle had fractured. Device was covered in bio-debris. No further evaluation could be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed due to the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plastic grip on the handle spins freely and is difficult to remove from the implant. There was no known impact or consequences to the patient. It was reported that no further information is available.